Manufacturer narrative:
A system service check of the ocs by bayer service confirmed that the upper flexure assembly and vertical arm support (vsa) had disengaged. The equipment was removed and was subsequently replaced with a new ocs system. Product analysis reviewed the information and photographs and determined the cause of the reported issue to be a failure of the upper flexure assembly located on the vertical support arm. Review of the system service records found preventative maintenance was last performed approximately 7 years prior to the reported incident.

Event description:
The following information was received from a bayer representative: the overhead counterpoise system (ocs) broke at the level of the vertical support.